Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable ise potassium results for 1 patient tested with a cobas pro ise analytical unit. The questionable results were reported outside the laboratory. There were two patient samples drawn and used from (B)(6) 2021. Sample 1 was obtained at 12:38 a.m. Sample 2 was obtained at 11:54 a.m. The patient¿s initial result from sample 1 was 9.34 mmol/l. Sample 1 was repeated twice with results of 5.38 mmol/l and 5.90 mmol/l. The result from sample 2 was 4.69 mmol/l. The customer believes the repeated result of 5.38 mmol/l to be correct. The lot numbers and expiration dates of the ise potassium used were requested, but not provided.